Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the tube was taken out of the package, a defect was observed at the upper connection for the infusion line, luer connection broken, and parts broken off. No patient involvement.

Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. Two (2) photos were attached for evaluation. Results: picture one (1) shows the packaging and an l-70ni product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit was received without original package, in used condition. Visual inspection revealed a crack found in the female luer connector. Leak test was performed three times. During the third attempt the female luer presented damage in the connection part, however, was not similar to the sample reported. A circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. No root cause determines due complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.